Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
In united states on (B)(6) 2026, patient had low blood glucose levels of 63 mg/dl and treatment provided was lunch / eating carbs.